Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred intermittently. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed, but the malfunction alarm recurred. Customer's blood glucose level was between 116-126mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.